Manufacturer narrative:
The service engineer (se) inspected the device and replaced the universal serial bus (usb) and line 2 printed circuit board (pcb); h however the issue continued. The se replaced the breath delivery (bd) pcb, reloaded software and the issue was resolved. A bd pcb was returned to covidien/medtronic¿s product analysis. A visual inspection found no notable conditions. No errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator generated a serial number mismatch error message. The ventilator was not in use on a patient at the time of the reported event.